Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, balloon, inner/outer shaft and hypotube of the returned device were microscopically and visually inspected. Inspection revealed a complete separation in the hypotube that was 58.8cm from the tip of the device, and there were numerous kinks in the hypotube. The fracture faces of the separated ends were ovalized, as if kinked prior to separating. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, the shaft broke off with only a mild pressure in the guide catheter. The device was retrieved with a second balloon on another unspecified guidewire. Everything was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure, the shaft broke off with only a mild pressure in the guide catheter. The device was retrieved with a second balloon on another unspecified guidewire. Everything was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.